Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath is confirmed; however, the exact cause is unknown. One 4.5 fr x 5 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the sheath was observed to be damaged. A microscopic observation revealed a relatively large longitudinal split in the distal end of the microintroducer sheath. A smaller split was observed adjacent to the larger split and the material between the two splits was observed to be buckled and plastically deformed. While the root cause of the damage observed on the introducer sheath is unknown, possible causes include damage during handling or use. A lot history review (lhr) of redr2408 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that a bump was found with the outside of the introducer sheath when the operator was placing a catheter in patient. The catheter placement was completed by replacing the introducer sheath. 03/23/2021 the returned introducer sheath was split at the end.